Manufacturer narrative:
The t:slim pump user guide indicates that humalog has been tested up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (250-300 mg/dl) on the third day of cartridge use with 50 units of insulin remaining. Supplies change and manual injection addressed the issue. Tandem technical support reminded the customer that cartridge should be changed every 48 hours per labeling. Customer acknowledged.